Event description:
An area technical operations manager (atom) contacted fresenius technical support (ts) to report a dry acid mixer (132-gallon unit) that had a defective fill valve and control board. Upon inspection of the unit, the atom reported that the fill valve appeared burnt. Additional details were provided upon follow-up with the atom and the biomedical technician (biomed) from the facility where the event occurred. During the fill cycle, it was reported that a burning smell was coming from the mixer, and the mixer wasn¿t filling. It was also reported that smoke was coming from the unit. The biomed had to open the doors to air out the smell inside the mixer room. The smoke did not trigger the smoke alarm to go off. There were no signs of any sparks, arcing, or flames. The facility received a new fill valve, but they are still waiting on a control panel. The defective fill valve, which was confirmed to have evidence of thermal damage on it, was sent back for evaluation. The atom was told that fresenius now uses a different supplier for the fill valves than they used to. The new fill valves pull too much current and tend to run hot, which can blow out the control panel. This was what happened in this instance. No treatments were impacted or missed because of the event. The clinic was able to continue using the mixer by filling it manually.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An area technical operations manager (atom) contacted fresenius technical support (ts) to report a dry acid mixer (132-gallon unit) that had a defective fill valve and control board. Upon inspection of the unit, the atom reported that the fill valve appeared burnt. Additional details were provided upon follow-up with the atom and the biomedical technician (biomed) from the facility where the event occurred. During the fill cycle, it was reported that a burning smell was coming from the mixer, and the mixer wasn¿t filling. It was also reported that smoke was coming from the unit. The biomed had to open the doors to air out the smell inside the mixer room. The smoke did not trigger the smoke alarm to go off. There were no signs of any sparks, arcing, or flames. The facility received a new fill valve, but they are still waiting on a control panel. The defective fill valve, which was confirmed to have evidence of thermal damage on it, was sent back for evaluation. The atom was told that fresenius now uses a different supplier for the fill valves than they used to. The new fill valves pull too much current and tend to run hot, which can blow out the control panel. This was what happened in this instance. No treatments were impacted or missed because of the event. The clinic was able to continue using the mixer by filling it manually.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation was able to find objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported complaint was confirmed.